Event description:
Customer contacted ameda, inc. On (B)(6) 2015 to report the springs used to hold 6 aa batteries properly within the battery compartment, were bent. Customer attempted to use the purely yours breast pump with batteries but pump would not power on. The pump powered on using the ac adapter. Customer shipped back the purely yours motor base with the batteries in the compartment to ameda, inc. For investigation. Ameda laboratory noted leaking battery fluid inside the battery compartment during the initial visual examination on (B)(6) 2015. Customer was contacted to ask if she had experienced fluid leakage from the battery compartment. Customer reports no battery fluid leaking during usage of the breast pump.

Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g. Battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. The returned batteries were observably damaged. Internally, one of the battery contact springs was observably damaged by physical force. It was bent into the void space in the housing below. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.